Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ disposable syringe had a black speck on the inside of the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two photos depicting a 1ml ll syringe with needle were received and evaluated. This product is manufactured and released as a syringe-only no needle product. No foreign matter could be seen in the solution as reported by the complainant. The photos received were of low resolution and could not be magnified without severe pixilation. No physical sample was received for evaluation, therefore no tests performed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in photos received. No corrective actions recommended since product defect was not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd luer-lok¿ disposable syringe had a black speck on the inside of the syringe. There was no report of exposure, serious injury or medical intervention.